Event description:
It was reported that the patients ipg depletes rapidly. The patient underwent a replacement procedure and was doing well post-operatively. The explanted ipg will be returned.

Manufacturer narrative:
Sc-1132 (sn: (B)(6). The returned ipg was analyzed and found that the internal impedance between two battery tabs was intermittent, from 1.48 ohms to open, indicating the battery charge has been impacted by high impedances. With all the available information, boston scientific concludes that the reported event of ipg depleting rapidly was confirmed. The probable cause selected is cause traced to component failure.

Event description:
It was reported that the patients ipg depletes rapidly. The patient underwent a replacement procedure and was doing well post-operatively. The explanted ipg will be returned.